Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03504 and 2029046-2019-03503 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping and ablation phase, there was an increase in patient¿s heart rate. Cardiac tamponade was confirmed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove 360 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome was fully recovered with no residual effects. There¿s no information regarding physician¿s causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The flow was set within normal parameters for stsf catheter. No error messages were observed on any bwi product. The force visualization features used included graph dashboard and vector. The parameters for stability used with the visitag module were 2mm, 3 sec, 25% for 3g. No additional filter was used. The color option used prospectively was time.